Event description:
This supplemental report is being filed to provide additional information that the physician has programmed the therapy off. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to the oversensing of noise. The patient was asleep at the time of the events. Technical services reviewed the electrograms for the shocks. The noise was non-physiologic and the electrograms were railing up and down. Technical services advised some testing options. The clinic was able to reproduce the noise with testing. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There was no replacement implanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the physician has programmed the therapy off. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to the oversensing of noise. The patient was asleep at the time of the events. Technical services reviewed the electrograms for the shocks. The noise was non-physiologic and the electrograms were railing up and down. Technical services advised some testing options. The clinic was able to reproduce the noise with testing. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise. The patient was asleep at the time of the events. Technical services reviewed the electrograms for the shocks. The noise was non-physiologic and the electrograms were railing up and down. Technical services advised some testing options. The clinic was able to reproduce the noise with testing. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.